Event description:
It was reported that on (B)(6) 2026, a 25 mm navitor vision valve was selected for implant using a small navitor loading system and a small flexnav delivery system. The patient had a prior medical history of aortic stenosis and pre-existing right bundle branch block (rbbb). The annulus measured 72 mm, with calcification noted in the annulus extending into the left ventricular outflow tract (lvot). There was no calcification extending beneath the aortic annular plane in the interventricular septum. The length of the membranous septum was unknown, as the CT analysis was performed by the site. The patient was in underlying sinus rhythm prior to the procedure. Pre-dilatation was performed using a 20 mm non-abbott balloon. Following pre-dilatation, the patient developed complete heart block and required pacing support with a temporary pacing wire set at 100 bpm. The valve was advanced, and the inflow was positioned below the annulus prior to deployment. While in the cusp overlap view (cov), the inflow edge of the constrained valve was positioned at the base of the aortic annulus while the pigtail catheter position was confirmed at the bottom of the non-coronary cusp. Initial deployment was performed; however, positioning was noted to be high on the left coronary cusp (lcc) at approximately 1 mm depth when 80% deployment was reached, and a full recapture was performed. The implanter confirmed that the delivery system was maintained in a neutral position with slight forward pressure during preparation for final deployment, and the guidewire was pulled to a midventricular position to deflect the nosecone. A second deployment attempt demonstrated improved positioning at approximately 4 mm depth at the non-coronary cusp (ncc) and 3 mm at the lcc at 80% deployment. The implanter confirmed that all three tabs were successfully released using two different views, and the valve was released. At the time of valve release, the implant depth was reported to be 4 mm at the ncc and 3 mm at the lcc. No incomplete stent opening was observed, and there was no entanglement between the delivery system and the navitor valve during removal of the delivery system. The valve was not re-sheathed more than two times. After full release, the valve was reported to have migrated downward by approximately 2 mm, with the final valve position assessed to be approximately 6 mm at both the ncc and lcc. The implanter indicated that there was sufficient calcium to allow anchoring of the device and believed the cause of migration was an annular calcium shelf. No attempt was made to snare or reposition the valve. No surgical intervention was required, and no second transcatheter valve was implanted. The migrated valve did not block any coronary arteries. Post-deployment assessment demonstrated a gradient of 3 mmhg with no evidence of paravalvular leak. No post-dilatation was performed. The patient remained in complete heart block following the procedure, remained hemodynamically stable throughout the procedure, and left the cath lab with the temporary pacemaker in place. Due to persistent complete heart block, a permanent pacemaker was implanted. The patient did not have a prolonged hospital stay for rhythm monitoring related to the adverse event. No clinically significant delays were reported. The patient¿s condition was reported as stable, and the patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.